Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the upper jaw damaged. In addition, the energy button was detached and returned and with the cable cut off. The button was reattached to the instrument. Due to the returned condition, functional testing could not be performed. The condition of the jaw prevented the functionality of the device. The jaw on device was unable to cycle open and closed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the surgeon said jaws of the device broke. The surgeon said most likely due to too big of bite on thick tissue. Case completed with another device of the same product code. There were no patient consequences reported.